Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Patient code of ¿no code available¿ represents ¿surgical intervention". Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed bradycardia requiring pacemaker implantation. During ablation phase, the sinus node in the high right atrium was inadvertently ablated which resulted in a symptomatic decreased heart rate. A pacemaker was implanted. No fluid was removed. The patient was reported to be in stable condition after pacemaker implantation. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.